Event description:
Provider states every time goes over bump chair shuts down, going left or right also. Parts ordered for chair. Wiring harness covers are gone, bare wires showing, not sure what happened per rick sawyer.